Event description:
Physician reported a rupture discovered via MRI and capsular contracture, baker grade I. The device remains implanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture discovered via MRI.

Event description:
Physician reported a rupture discovered via MRI. The device status is unknown. Left side.